Event description:
Device history record was reviewed and nothing was found related to the reported event device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, on disassembling found the cable only half in. After re-connection and corrected the misalignment, the device operates correctly. Although it cannot be confirmed, damage was likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: it was giving the upstream sensor error, on disassembling found the cable only half in. Ensured contacts and corrected the disalignmentsdid a functional check. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.